Manufacturer narrative:
H6 medical device problem code a0709 was inadvertently omitted on the initial manufacturer device report 1220648-2026-08799.

Manufacturer narrative:
D6b, date of explant, has been added. H6, medical device problem code: a0709 has been added.

Event description:
The complaint reported lots of placement signal low alarms. Aorta placement signal occurred while the patient's blood pressure was in the 90s/70s. The nurse stated this has been this way a a while. Echocardiogram confirmed the placement. The patient was hemodynamically stable. The team was made aware and was not concerned. Mineral oil was used in the operating room for lubrication which is cited as a potential cause by the team. Additional information was received. The patient was stable and did not have low blood pressure. The sensor is falsely reading low numbers.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.